Manufacturer narrative:
According to the intuitive surgical, inc. (Isi) fields service engineer (fse), the customer reported issue was resolved after a blue fiber cable was exchanged. Isi has not received a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia repair procedure, the customer encountered an error on the system indicating a loss of communication between the surgeon side console (ssc) and the vision side cart (vsc). The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer on preparing to undock the system and remove the instruments. The tse had the customer cycle the breaker on the ssc and the vsc then reseat the blue fiber cables. The instruments were removed safely, and the system was restarted but the communication faults remained. The customer continued the case via traditional laparoscopic surgery and one additional port was placed. The patient tolerated the change from robotic to traditional laparoscopic surgery with no difficulty.